Event description:
Baxter received a report that multirall 200 had strap falling on patient. This occurred during patient use. It was reported that there was not patient/user injury or medical intervention with this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The service technician inspected the lift and found that the pin was missing. The cause of the issue was user error. The technician resolved the issue by attaching a new pin. Investigation indicated the user did not follow instructions and/or labeling, resulting in the accident. The IFU of the device warning the patient to before use, make sure that: the lift is assembled in accordance with the assembly instructions. The lifting accessories are properly attached to the lift. You have read the instruction for use for the lift and lifting accessories. Personnel using the lift are informed of the correct use of the lift and lifting accessories. The lifting accessory is selected appropriately, in terms of type, size, material and design with regard to the patient¿s needs. The sling bar latches are intact; missing or damaged latches must always be replaced the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface.